Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician finding of the unit¿s alarm not functioning during triage¿. It was noted that a component was broken off the pcb. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date:1/27/17. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found that the unit's alarm does not function.